Event description:
It was reported that the speaker was defective. It is unknown if there was still sound coming from the device at the time of the event. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter phone and reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). A quote for a replacement speaker was provided to the customer, but expired. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement speaker, but the quote expired. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue multi measurement server x2 had a defective speaker. A speaker malf. Inop was displayed, but it is unknown if there was still sound coming from the device at the time of the inop. The device was not in use on a patient at the time of the event.